Event description:
It was reported that a patient who is subject to a vns study had presented an increase in tonic-clonic seizures. The event started on (B)(6) 2015 and resolved on (B)(6) 2015. The severity of the event was moderate. It was reported that the event was not related to implant but probably related to vns stimulation. The treatment was modified. The event was not indicated as a serious adverse event. Review of manufacturing records confirmed that both, the generator and the lead passed all functional tests prior to distribution. No known surgical interventions have occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that both, the generator and the lead passed all functional tests prior to distribution.

Event description:
It was reported that the increase in generalized tonic-chronic seizures was above pre-vns baseline levels. It was reported that on (B)(6) 2015 the patient's device was programmed at output current 2 ma, pulse width 500u sec, frequency 30 hz, on time 30 sec and off time 5 min. System diagnostics were reported to return normal impedance results with dcdc code 2.